Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. No patient involvement. The reported damage was noted prior to surgery. Method & results: device evaluation and results: the staining marks throughout the unit carton indicate contact with liquid monomer. The broken ampoule indicates that the source of the liquid monomer came from within the unit carton. The leaking liquid monomer would have deformed the liquid blister and discoloured the unit carton. The unit carton appears to have been subject to compression and excessive/incorrect handling which most likely resulted in the breakage of the liquid ampoule and subsequent damage noted. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the device evaluation, this unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoule within this reported lot and resulted in the subsequent damage noted to this unit carton and to two other unit cartons. It is not possible to determine when the monomer ampoule was fractured.

Event description:
The customer noticed the breakage of the ampoule of the monomer before used in the operation. Spare product was used instead of it. The cement was stored in the refrigerator for a few months. The customer says that the product was not added excessive force by the customer. They need a information about the risk for the ampoule by long time storage in the refrigerator.

Event description:
The customer noticed the breakage of the ampoule of the monomer before used in the operation. Spare product was used instead of it. The cement was stored in the refrigerator for a few months. The customer says that the product was not added excessive force by the customer. They need a information about the risk for the ampoule by long time storage in the refrigerator.